Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-06468. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 10-jul-2025. Device history record (DHR) review: the lot 5390902 was manufactured according to the work instruction (wi) version 100 on 14-jun-2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 09-jul-2025 against harm code no malfunction based on complaint information, malfunction code no malfunction describe and lot 5390902 and no other more complaints has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 11 of 12.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced tweleve events of abscess, blood and infection at infusion set insertion site within a week of (B)(6) 2024. One of these events resulted in hospitalization on (B)(6) 2024 . Doctor in the emergency room stated that it may be due to the cannula went to a pocket of infection or scar tissue. The high blood glucose reported was 580 mg/dl. Treatment for high blood glucose was bolus via pump. The duration of hospitalization was 8 hours. No further information available.